Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2022, a 29 mm navitor tavi valve (B)(4) was selected for implant. After deployment, the valve migrated into the ascending aorta. The implant depth was 3 mm. The valve was snared and a valve in valve was performed and a 29 mm portico, tavi (B)(4) was implanted. During deployment of the second valve the valve migrated upon release, during the detachment of the retainer tab from the delivery system and the valve blocked the coronary artery. It was noted that one tab remained attached and the operator rotated the delivery system slightly which led to the migration. The operator reported that they were unable to note if all the tabs were detached due to the location of the first valve (B)(4). The implant depth was 5 mm and the valve was snared. It was decided to due another valve in valve and a 29 mm navitor tavi valve was implanted with a final depth of 4-5 mm. Post dilation was performed after the deployment of the third valve. During the implant procedure the patient experienced instable hemodynamic parameters and drop in pressure. Post procedure, the patient was stable and left with a ventricular assist device placed. On (B)(6) 2022, the patient died. The cause of death was due to heart failure. It was noted that the patient's aortic valve calcification was moderate, with no acute aortic angle and the annulus measured 86 mm. There no tension noted with any of the delivery systems at time of deployments. Operative and echo images were requested but cannot be obtained. Manufacturer report number: 3007113487-2022-00040.

Manufacturer narrative:
An event of device migration was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for use, artmt100092981 rev. K, "assess position of the valve for proper placement. The valve may be repositioned if it has not been more than 80% deployed." And "once the valve is fully deployed, confirm (under fluoroscopy, using orthogonal views) that the retainer tabs have detached from the delivery system retainer receptacle." And "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."